Event description:
The customer reported that this central nurse's station (cns) is not showing a pap waveform under individual waveforms and the pap option is not showing up at all under full disclosure for displayed wave setting or stored wave settings. There was no patient injury reported.

Manufacturer narrative:
The customer reported that this central nurse's station (cns) is not showing a pap waveform under individual waveforms and the pap option is not showing up at all under full disclosure for displayed wave setting or stored wave settings. The customer is also not seeing it as an option under record wave selection. The bedside can still see the pap waveform and in fd data on the bed it shows up. The customer can still the pap numerical data under individual waveforms, but not the waveform. Technical support (ts) had the customer reboot the cns; however, the issue remained. Ts had the customer copy the bed settings on the cns from a working bed to this one and this yielded no change. Ts advised the customer to reboot the bedside and if the issue persists to try un-monitor and re-monitor the bed from the cns. The customer stated they'll wait after discharging the patient to see if issue persists as they don't need this parameter urgently. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: (B)(6) 2026 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received.